Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot # was provided, and the manufacturer will review the lot history records.

Event description:
The caller reported that the flange had separated from the tube and was replaced with another 8dct.